Event description:
It was reported that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure wherein a non-MRI compatible battery was implanted. The patient was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Correction to the initial MDR in blocks b5, e1: initial reporter country and h10. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.